Event description:
Caller reported a malfunction on the pump. There was no adverse impact on the customer's blood glucose level. Customer service assisted the caller in resetting the pump; however, the malfunction code recurred after the reset. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).